Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. The device was unpacked without any issue. However, upon advancing the device through the guiding, the physician met some resistance. The physician then decided to withdraw the device from the guiding and noted that the balloon shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast between the balloon folds and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 68.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. The guide catheter used in the procedure was not returned for product analysis. A 5f convey guide catheter was used for functional testing. Functional testing was performed by inserting the distal shaft of the quantum maverick through the hub of the convey guide catheter up to the separation. The distal shaft of the quantum maverick was able to be advanced through the hub of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. The device was unpacked without any issue. However, upon advancing the device through the guiding, the physician met some resistance. The physician then decided to withdraw the device from the guiding and noted that the balloon shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.